Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. The patient had a trace pericardial effusion measured at less than 1cm at the start of the procedure. Transseptal puncture was inferior mid. The patient's initial atrial pressure was 8mmhg. Saline bolus was administered and the left atrial pressure was re-measured to 13mmhg. The patient's activated clotting time (act) level was 216 sec. During the procedure the device was partially re-captured 3 times. The device was implanted. Post-implant it was noted that the pericardial effusion was larger. A cardiac tamponade was determined to be present. Protamine was administered. A pericardiocentesis was performed and 135cc of fluid was removed. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effects of pericardial effusion led to cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported pericardial effusion led to cardiac tamponade could not be conclusively determined. The reported unexpected medical intervention was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.